Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that upon review of the log file a no external power alarm caused by a loss of ac power while an mpu was in use was observed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file. The provided log file contained data spanning 10 days ((B)(6) 2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was also observed on (B)(6) 2020 at 13:34 while the mpu was in use. The alarm appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased. The alarm resolved within 10 seconds when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. The root cause of the observed loss of ac power within the log file was unable to be determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.